Manufacturer narrative:
(B)(4). Synovis has elected to submit mdrs related to coupler malfunctions regardless if the event was considered likely or unlikely to cause or contribute to death or serious injury. The device history record could not be reviewed as the lot number is unknown. No additional information is available at this time.

Event description:
An end-to-end anastomosis was attempted between the left pap vein and the left internal mammary vein using a 2.0mm gem microvascular anastomotic coupler. As the coupler was closing, one coupling ring fell off of the wing jaw assembly. The vein was removed from the device. The medial vein on the left pap flap was anastomosed successfully with another 2.0mm coupler. No adverse patient outcomes were reported.